Manufacturer narrative:
(B)(4). Device history report (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 01e1300493 was confirmed. During visual inspection it was observed that components looked well assembled, no stuck clip in jaws. Functional inspection was performed as follows: applier was fired (activated) 5 times & during the activation no clips were loaded in jaws. Then, applier was opened to verify the sample condition and was observed that the sample was received without remaining clips. In addition the orange indicator was not found in the sample; this condition indicate that all clips were fired (activate). Sample received did not confirm the defect reported by the customer unable to load clips during visual inspection. A corrective action cannot be established due to the fact of the sample condition (sample was received without remaining clips) and therefore a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier). However, we will continue to monitor trending of similar complaints.

Event description:
Complaint alleges that during the colecisectomia procedure, they were unable to load the clips in the tip , because the inner component is broken. No clips fell into the patient , and there was no harm to the patient. Patient current condition reported, as fine.

Event description:
Complaint alleges that during the cholecystectomy procedure, they were unable to load the clips in the tip, because the inner component is broken. No clips fell into the pt, and there was no harm to the pt. Pt current condition reported, as fine.